Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2007 due to an unknown reason. During the procedure, the acetabular cup was replaced. It was further reported that another revision procedure was performed on (B)(6) 2008 due to aseptic loosening. During the procedure, the acetabular cup was replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.